Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that the oral-b toothbrush head of the oral-b toothbrush did not stay on the brush body, coming off during washing and stayed in the mouth. No injury was reported.